Event description:
It was reported that the patient resented to the ER with shortness of breath and palpitations. It was determined that the leads were reversed in the header resulting in loss of ventricle pacing during episode of atrial fibrillation (af). The implantable pulse generator (ipg) device was reprogrammed. The patient will be brought back at a later date for a revision. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.